Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a2, a3, b4, g3, g6, h2, and h10.

Event description:
No further event information available at the time of this report.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: the reported event could not be confirmed due to limited information received. Radiographs were reviewed by a healthcare professional, which identified implant fit and alignment were maintained. Bone quality appeared osteopenic. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01426. D10 medical devices: unknown right femoral cr catalog#: ni lot#: ni. Polished finned tib tray 71mm catalog#: 141253 lot#: 2018100120. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient was revised for an unknown reason. Attempts have been made and no further information has been provided.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient was revised due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.